Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inserting the guidewire. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and there were no similar events identified from this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that suture placement was performed in the right common femoral artery using two proglide devices via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The aaa procedure was performed using an 18f sheath and the pre-placed proglide sutures did not achieve hemostasis. Two additional proglide devices were attempted; however, pulsatile flow was not noted at the marker lumen for both proglide devices. An additional proglide device was attempted; however, the guide wire could not be advanced into the proglide device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other four perclose proglide devices are filed under separate medwatch manufacturer report reference numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure was attempted using 5 proglide devices. An abdominal aortic aneurysm intervention was being performed. Reportedly, the proglide devices were found to be defective, misfired, missing markings or a wire out of the port. Hemostasis was achieved with a new proglide device. There was no adverse patient sequela. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.